Event description:
It was reported that this pump was explanted due to infection. The patient recovered without sequela. No further patient symptoms were reported. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details and patient symptoms; however, no further information was available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Method code is no longer applicable. Method code updated. Result code is no longer applicable. Result code updated. Conclusion codes are no longer applicable. Conclusion code was updated .

Event description:
Information was received that the pump and catheter were both removed due to infection.

Manufacturer narrative:
Additionally, analysis results of the catheter revealed the catheter sc connector had a tear in the seal near the guide ring. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).